Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number mw5076803. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continue-flo solution set was leaking medication from the tubing side of the filter. This event was discovered during patient infusion while the patient was receiving paclitaxel. The set was replaced and the infusion was re-initiated successfully. There was no patient injury or medical intervention associated with this event. No additional information is available.